Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased tsh result for one patient sample. The architect analyzer generated a tsh result of 0.09 miu/l. The result was inconsistent with the thyroid assessment and clinical background, and was questioned by the physician. The sample was run on a roche cobas analyzer and a tsh value of 1 iu/l was generated.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. No return material was available. Quality file samples of architect tsh reagent lot 09912jn00 were assessed. All control levels met specifications and no error codes were observed. Validity and acceptance criteria were met indicating the reagent lot is performing acceptably and within label claims. No atypical complaint activity was identified for this issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.